Event description:
Per the surgeon's report the patient experienced some itching under the magnet in 2006. Ointment was prescribed. However, itching continued and granulation of tissue was observed. The surgeon reported that the area became inflamed and skin break down occurred. "Intensive" antibiotic treatment was administered for 3 weeks. The treatment was unsuccessful. Explant/reimplant surgery was done two months later.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device.